Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is presumed that phenomenon occurred due to a failure in charged coupled device, which resulted in poor reproduction of the images. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image on the hd camera head was bad. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and caused by a faulty charged coupled device (ccd). Additionally, a faded serial plate was found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.